Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump up and down buttons was sticky and restart the rewind to complete . Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had low reservoir alarms was not work correctly and alerts only once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio/beep/vibrate anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low reservoir alarm, low battery alarm due to unresponsive button. (B)(4).